Manufacturer narrative:
The customer notified cardioquip that they are requesting an internal water pathway replacement following visual inspection of the tubing of their device. After receiving the device, cardioquip confirmed bacterial contamination within the device via hpc testing. An internal water pathway replacement was performed to bring the device back into specification. Following the repair of the device, an inspection was performed and the device was within specification and fully functional.

Event description:
Cardioquip service was notified of a customer's request to have this device sent in for internal tubing replacement, based on their inspection of the device